Manufacturer narrative:
Continuation of d10: product ID: a71200 lot#serial#: unknown, product type: software, ubd: unknown, UDI#: unknown, g2 country: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A manufacturer representative (rep) reported that there was no response after pressing "start using" in the first session. They restarted the application and then there was no problem connecting. The issue was resolved. Additional information received reported that there were error messages seen/displayed. Screenshots of validation error with code 00 01 00bb and system error with code 0x75f6f4f5 were provided.